Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of edema, heart failure and mitral regurgitation (mr) are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on available information, a cause for the reported single leaflet device attachment (slda), patient effects of edema and heart failure could not be determined. The reported mr was due to reported slda. The reported required medication was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Patient ID: (B)(6). This is filed due to worsening heart failure, recurrent mitral regurgitation, and a single leaflet device attachment (slda). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4+ with p2 leaflet tethering. One mitraclip was implanted without a device deficiency, reducing the mr to grade 1+ to 2+. On (B)(6) 2022, the patient presented for a follow-up appointment. The patient was in congestive heart failure with increased upper and lower extremity edema. As treatment, the lasix medication was increased. That same day, a follow-up echocardiogram was performed. The mitraclip demonstrated excessive motion with no clear attachment to posterior leaflet. A single leaflet device attachment (slda) was diagnosed and the mr was at grade 2+. The event did not require hospitalization. No additional information was provided regarding this issue.